Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during the c-mac inspection, it was found that after connecting to the blade, the screen did not turn on. The unit was then tested with another blade, and the same issue occurred. Please be informed that this issue was identified prior to any procedures being carried out. No negative impact in state of health reported.